Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator had stopped working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had stopped working. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator had stopped working. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. The patient's was suffering hypoxia, oxygen suddenly drop to 60+, increased heart rate 150 and more seizures. The patient was not able to breath and his face was turning purple. Additionally, patients past medical history persistent epilepsy. On previously submitted report section b1, b2, b3 and h1: adverse event or product problem, outcomes attributed to adverse event, date of event and type of reported complaint were incorrect. In this report, section b1, b2, b3 and h1: have been updated/corrected in this report. In this report, section d4: unique identifier (UDI) has been updated in this report.